Event description:
A nurse reported the system was giving an error message, which they were unable to clear, during a vitrectomy procedure. The system was switched out to complete the procedure with no delay. There was no pt harm noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).